Manufacturer narrative:
(B)(4). Only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: do you have the lot number and serial number (if applicable)? Was the device explanted as scheduled (B)(6) 2022? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? Approx date of implant: (B)(6) 2015. Reason for removal: gerd. Date of onset of symptoms leading to removal: 2021. Patient gender: male. Date of birth: (B)(6) 1986. Bmi: 27. General health: excellent. Allergies: nkda. No cxr but on CT chest scout and esophagram it is a complete ring. Dr. Nicastri did not implant the linx so he didn¿t have the model #. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device will be explanted due to recurrent reflux symptoms.